Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7071835.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. Additional information was received that the reason for lead replacement was due to physicians preference. The patient was doing well post-operatively. No device malfunction was suspected. The explanted leads were not returned as they were kept by the medical facility.